Event description:
It was reported that this patient had previously received a single inappropriate shock due to oversensing of wide signal amplitudes. Recently, the patient had received an additional inappropriate shock due to oversensing of noisy signals. The entire system was reprogrammed to a different sensing vector to prevent any additional inappropriate shocks. No adverse events.